Event description:
Spontaneous report, from united kingdom. (B)(4). Quality complaint was opened: references # this initial serious case report was received on 09-mar-2022 from dentist by email via affiliate. Description of the incident (narrative): the report described cannula breakage of suspected device injection ultra safety plus twist in unspecified patient during palatal injection of local anesthesia. A part of cannula was left in patient's palate. No further information was available regarding patient. No adverse event was reported and the patient came to no harm. The fractured piece of cannula was removed immediately. The incident occured after an unspecified number of injection and it was unknown if the cannula was bent prior to injection nor if the procedure occurred without any problem (no sudden movement, no extreme pression at the time of the injection was required). Other information of product: septodont ultra safety plus twist (syringe - short.): batch number and expiry date: unknown this case is serious due to seriousness criteria (required intervention to prevent permanent impairment/damage (devices) was considered as serious. Manufacturer's preliminary comments: this report described breakage of the cannula from the injection device (part a) of ultra safety plus twist injection system, leading to a piece of the broken cannula remaining into patient's mouth. Causes of cannula breakage may include: quality defect of the cannula, bending of the cannula prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection, the use of a needle size inappropriate to the type of procedure, the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia, number of injections performed or injection course in this report to conclude. Therefore, pending quality investigations and/or additional information, no root cause could be determined for this incident. Usp twist (upgrade version of the former presentation usp) was newly launched during the covid-19 pandemic period. Pending quality investigation and/or additional data no root cause is determined and no CAPA is required.

Event description:
Spontaneous report, from united kingdom. Local reference: #: (B)(4). Quality complaint was opened: references#. This initial serious case report was received on 09-mar-2022 from dentist by email via affiliate. Follow-up 1 was received on 21-mar-2022 from the dentist via affiliate. Description of the incident (narrative): the report described cannula breakage from suspected injection system ultra safety plus twist (part a) in a 51-year-old male patient during palatal infiltration for local anesthesia. A part of cannula was left in patient's palate. On (B)(6) 2022, the dentist was giving a palatal infiltration injection to the patient and the needle broke and was left in patient's palate. The fractured piece of cannula was removed immediately from the patient's palate. No local anesthetic was delivered. No adverse event was reported and the patient came to no harm. Another local anesthesia was given. The incident occurred after an unspecified number of injections and it was unknown whether the cannula was bent prior to injection or if the procedure occurred with any problem (sudden movement of the patient, excessive movement of the cannula, extreme pressure at the time of the injection). The injection device was not reloaded. Other information of product: septodont ultra safety plus twist (syringe - short.): batch number: f51806aa; expiry date: unknown. This case is serious due to seriousness criteria (required intervention to prevent permanent impairment/damage (devices) was considered as serious. Fup# 1: received information regarding patient specifics, date of administration and indication. Manufacturer's preliminary comments: this report described breakage of the cannula from the injection device (part a) of ultra safety plus twist injection system, leading to a piece of the broken cannula remaining into patient's mouth. Causes of cannula breakage may include: quality defect of the cannula, bending of the cannula prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection, the use of a needle size inappropriate to the type of procedure, the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia, number of injections performed or injection course in this report to conclude. Therefore, pending quality investigations and/or additional information, no root cause could be determined for this incident. Usp twist (upgrade version of the former presentation usp) was newly launched during the covid-19 pandemic period. Pending quality investigation and/or additional data no root cause is determined and no CAPA is required.

Event description:
Spontaneous report, from united kingdom. Local reference: #(B)(4). Quality complaint was opened: references #. Authority report #2022/003/021/601/001. This initial serious case report was received on 09-mar-2022 from dentist by email via affiliate. Follow-up 1 was received on 21-mar-2022 from the dentist via affiliate. Follow-up 2 was received on 20-apr-2022 from mhra by email via affiliate. Follow-3 was received on 10-jun-2022 from sofic by email. Incident and cause as reported: it fractured and part was left in the patient's palate to be removed immediately. Description of the incident (narrative): the report described cannula breakage from suspected injection system ultra safety plus twist (part a) in a 51-year-old male patient during palatal infiltration for local anesthesia. A part of cannula was left in patient's palate. On 08-mar-2022, the dentist was giving a palatal infiltration injection to the patient and the needle broke and was left in patient's palate. The fractured piece of cannula was removed immediately from the patient's palate by a surgeon. No local anesthetic was delivered. No adverse event was reported and the patient came to no harm. Another local anesthesia was given. The incident occurred after an unspecified number of injections and it was unknown whether the cannula was bent prior to injection or if the procedure occurred with any problem (sudden movement of the patient, excessive movement of the cannula, extreme pressure at the time of the injection). The injection device was not reloaded. Other information of product: septodont ultra safety plus twist (syringe - short. Needle size:0.30x25mm): batch number: f51806aa; expiry date: unknown. This case was considered as serious due to seriousness criteria (required intervention to prevent permanent impairment/damage (devices) . Fup #1: received information regarding patient specifics, date of administration and indication. Fup #2: received mhra report: no new information. Fup #3: received quality investigation report. Manufacturer's final report: this is the first complaint for an "injection device disassembling" defect with the batch f51806aa (370'000 devices). No quality defects on devices were observed during investigations and dentist's practice could not be discarded as a possible root cause. Based on data from case report, and from quality investigations, no device quality defect was identified. No final root cause could be determined but incorrect use is to consider (such as: multiple cartridges used, excessive pressure, incorrect locking of the system, use of an incompatible handle) but no information provided to conclude. Quality investigation report: the practitioner did not respond to the questions from the manufacturer and did not return any sample. No quality defect of the injection device or of the cannulas was observed during investigations conducted on manufacturer's retained samples. After investigation, no quality defects on devices were observed. Based on similar reports received by the company, product misuse could be the root cause although the IFU provides detailed indications on assembling and the proper use of the device. The residual risk remains acceptable, a review of the risk assessment is not required. No device quality defect was identified, and no final root cause was determined. A misuse is nevertheless suspected. The IFU provides detailed guidance for device assembly and proper use. No corrective action is deemed necessary. Manufacturer final comments: no quality defect on the tested devices. No root cause identified (use error: possible). No corrective action is needed for safety reasons.